Manufacturer narrative:
Product analysis: the device returned coiled inside three biohazard bags. Lot number written on one of the biohazard bags: 0010713594. Distal flush tool (dft) positioned over housing. The device was decontaminated with cidex opa solution soak and tergazyme soak. The device was received with the thumbswitch positioned in the ¿on¿ position. The dft was retracted, and it was found that the cutter was in the cutter window and that the proximal end of the housing was stretched. The thumbswitch was advanced towards the ¿off¿ position but met resistance. It was found that the cutter was getting stuck in the stretched area of the housing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the hawkone atherectomy device during procedure to treat little calcified plaque in the mid distal superficial femoral artery and popliteal artery. The vessel had little tortuosity and exhibited cto (chronic total occlusion-100%). The vessel was post dilated. IFU was followed. It was reported that the device would not pack/cutter crash. No resistance noted during advancement. Device was not passed through a stenosed stent. Prior passes made with device before issue. It was possible to turn thumbswitch off, but not enough to pack. Cutter driver stopped functioning while in use in patient. Cutter was inside nosecone enough to turn off but not pack during removal from patient. Device was safely removed from patient. The procedure was completed by using another device. No patient injury.